Event description:
User experienced discrepant potassium, glucose and calcium results for three samples. Two patient examples were provided. Patient 1, initial potassium result 6.9 mmol/l, repeated twice gave 6.9 and 6.0 mmol/l; initial glucose result 170 mg/dl, repeat 87 mg/dl; initial calcium result 15.6 mg/dl, repeated twice gave 15.3 and 9.6 mg/dl. No results were reported on the initially run samples, no treatment received based on the incorrect results. Upon investigation of critical results, customer noted user left caps on the patient samples during testing. Samples were repeated with caps removed. Customer verified performance of analyzer by running performance tests, which were within specification.

Event description:
User experienced discrepant potassium, glucose and calcium results for three samples. Two patient examples were provided. Patient 2, initial glucose result 167 mg/dl, repeat 86 mg/dl. No results were reported on the initially run samples, no treatment received based on the incorrect results. Upon investigation of critical results, customer noted user left caps on the patient samples during testing. Samples were repeated with caps removed. Customer verified performance of analyzer by running performance tests, which were within specification.